Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous left circumflex coronary artery that was heavily calcified and 99% stenosed. Post implantation of the xience xpedition stent, an edge dissection was observed. Another xience xpedition was implanted as treatment. There was no adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.